Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and performed visual inspection. Two of three sensors were damaged. First sensor was found with broken cannula and the broken part was missing. The second sensor was found with a retracted cannula inside sensor base and the third sensor was found intact. The third sensor was found in full. Unable to confirm if customer received sensors in said condition because the customer returned them opened/used. Unable to confirm needle complaint because the customer returned sensors with no needles.

Event description:
The customer reported via phone call that she had issues inserting the sensors. The first sensor was stuck inside the serter. The serter did not fire the sensor. The second and third sensors, the needle did not retract into the needle hub. Therefore, the sensors were pulled out of her body. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.